Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent loss of capture (loc) during a post-operative check. It was identified that the lead had dislodged and exhibited high pacing thresholds. No asystole greater than two seconds was detected. The physician opted to replace rv lead with a longer lead. This rv lead was explanted and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.